Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the capsule tore during iol implantation. The rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector and speed of injection as possible causes of "explosive expulsion of lens". Rayner through its representatives in the united states is working to obtain additional information to facilitate further investigation of the event. To date, no further information has been received. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 12th march 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the capsule tore during iol implantation.